Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was severe calcification and moderate tortuosity in the pt's arteries. It was reported that when the pt graft was being advanced without a guiding sheath the stent graft caused a dissection of the artery. The pt was sent to surgery for repair of the dissection and an open surgical repair was performed. No additional sequelae were reported and the pt is fine. The device was discarded after the procedure and will not be returned to medtronic.